Event description:
It was reported that during a lead revision procedure on (B)(6) 2025, the patient's lead was cut and left implanted. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead that was cut and left implanted was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.